Event description:
Pt had been diagnosed as having sleep apnea. In addition to having sleep apnea, he had asthma since childhood. Pt stated that he had also had open heart surgery with a quintuple bypass approximately 3 yrs ago. Dr referred him to another dr to perform a sleep study. The study proved without a doubt that he had severe sleep apnea. Dr prescribed a postive air pressure machine to be used when sleeping to keep him breathing through the night. The respiratory therapist explained the operation of the machine and the cleaning procedures for the breathing mask, filter, and hoses on the machine. The instructions for use, care, and cleaning included with the machine were easily understood. It took him a few weeks to adjust to having a mask on his face at night. The straps on the mask caused some chaffing of the facial skin. Pt stated that he felt that the six foot (6') hose that connected the mask to the machine was a bit short. The first few times that he used the machine he kept pulling the mask off and getting tangled in the hose until he adjusted to sleeping with the mask and hose attached to the machine. He still occasionally pulls the mask off while sleeping. Pt's major concern with the use of the machine is the cleaning of the mask/nose piece, the air filter, the water tray for the humidifier, and the two hoses on the machine, the six foot hose connected to the mask and the six inch hose connected to the water tray for the humidifier. He was afraid that he might get pneumonia from improper cleaning of the unit. His main problem involved the cleaning of the two hoses, particularly the six foot hose. Instructions call for soaking the two hoses in a clean dish pan or tray in dish soap detergent solution or a vinegar water solution. Hoses needed to be rinsed thoroughly and dried before being placed back on the machine. Pt stated that this was the difficult part because the hoses had to be held under a faucet and water ran all over the place when rinsing the hoses out. When pt asked if the firm had disposable hoses for the unit or some type of universal adapter that could be attached to a sink in the home, apartment, motel, or relatives home when visiting relatives to aid in rinsing out the hoses, he felt he was treated line an idiot. One of the technical representatives told him to take the hose out in the back yard and hook it up to the garden hose and rinse it out using the garden hose if he did not want to make a mess in the house.